Event description:
The customer reported that there is a strong smell of insulin in the reservoir compartment. The blood glucose reading was 258mg/dl. The caller was unsure if the leaks occurred past the o-rings. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.